Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 10/31/2023. An investigation was conducted on 10/31/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Evidence of charred material was observed between the jaws. A microscopic inspection was conducted. The clear silicone insulation of the jaws was observed to be intact with no visual defects. The heater wire was observed to be flexed away from the base of the hot jaw and detached from the tip of the jaw. Based on the returned condition of the device and investigation results, the reported failure "material twisted/bent; wire" was confirmed. The lot # 3000339321 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire in the jaws was exposed/out of it's seated position. It was noticed when the jaws were inspected due to no smoke evacuation in the passive vent of the jaws. No components detached or broke off into the harvesting tunnel. There was a 3 minute procedure delay while another kit was opened. No patient harm or injury.